Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an unrelated procedure, high defibrillation impedance was noted on the right ventricular (rv) lead. The pocket was reopened, and the rv lead was disconnected and reconnected to the device which brought the impedance back to a normal value. After the pocket was closed, however, high defibrillation impedance was again observed on the rv lead. The rv lead remained implanted and no further intervention was performed. The patient was stable and will continue to be monitored.